Event description:
Procedure type: unknown. According to the reporter: the device broke at the proximal end when it was introduced. A few other devices from the same box had identical problem. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).